Event description:
The facility's biomedical engineering dept reported the device "failed during pt use". Biomed stated that the device was infusing vasopressors and a pt incident report was filed because the pt "coded". Attempts were made by baxter quality management to obtain extra info from the facility's safety officer regarding pt demographics, diagnosis, status, medical intervention, adverse outcome, the medications involved, and set up of the device but no additional details are known.